Event description:
Ous MDR - after implantation time of 29 months, oversensing without inappropriate shock delivery was reported. No deterioration in the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.